Manufacturer narrative:
Additional information provided in b5 and h6. Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. The cause for the failure reported cannot be confirmed based on the current available information. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Especially the rinsing and sterilization parameters have been checked and no deviations from the specification were found.

Event description:
Additional information received states that the patient experienced approximately 50ml of blood loss.

Event description:
It was reported that a possible dialyzer reaction occurred resulting in pruritus, flushing and urticaria while a patient was utilizing the fx coral fx 600 dialyzer. Additional information was provided. The patient was in treatment on (B)(6) 2025 utilizing the fresenius 5008 machine and the fx coral fx 600 dialyzer. The blood flow rate was 350ml/min and the dialysate flow rate was 420ml/min. The patient was 60 minutes into their dialysis treatment when they reported pruritus. An antihistamine and corticosteroid were administered (route and dose not provided) to the patient. The dialyzer was changed out and replaced with a nipro sureflux dialyzer. At some point during the treatment, a heparin bolus of 2000 units was administered. The treatment was continued and completed without further symptoms. The patient had a previous event more than 10 years prior with an unknown dialyzer resulting in pruritus. The patient was reported as recovered.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical response: fresenius fx coral fx600 dialyzer and the patient¿s reaction (characterized by pruritus) as the reaction was reported to have occurred 60 minutes into the start of treatment and the patient has a past history of this same issue with an unknown dialyzer. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. Per the instructions for use for the fx 600 coral dialyzer, hypersensitivity reactions may cause mild to severe signs and symptoms, including: itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath, wheezing, arrhythmias, and/or respiratory arrest. Additionally, with severe hypersensitivity reactions, dialysis must be discontinued and aggressive first line therapy for hypersensitivity reactions must be initiated. Blood from the extracorporeal system should not be returned to the patient in cases of hypersensitivity reactions as determined by the physician. The patient¿s treatment was paused, and the dialyzer was changed to a nipro sureflux. The treatment was completed without further issues. There is no evidence of an fx coral fx600 dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. This is supported by the patient¿s transition to the nipro dialyzer resulting in no reported reactions. However, although there is no allegation or evidence of a product malfunction or deficiency the fx coral fx600 dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.